Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and she experienced high blood glucose of 449 mg/dl. Customer's blood glucose level at the time of the call was 535 mg/dl and she treated with manual injection. During troubleshooting it was found that the customer was sore at the site, the cannula was bent and the time was not correct. Customer declined to perform the high pressure test. The insulin pump was not replaced or returned for analysis.